Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the ardis cage had a crack on the cage itself. During a transforaminal lumbar interbody fusion (tlif) procedure, the surgeon inserted and impacted the ardis cage into the disc space, but he decided the initial position wasn't optimal. So he pulled out the ardis cage and intended to insert it a second time in a different trajectory. Upon pulling out the ardis cage, he saw that there's a crack on the cage itself. So he decided to use a new ardis implant to finish the surgery. The case was successfully completed with the second opened implant.

Manufacturer narrative:
The returned spacer was examined. There is a crack on the side next to the threaded inserter hole. The inserter hole threads show evidence of usage. The complaint is confirmed and likely occurred during use, based on the reported event and examination of the device. The labeling was reviewed and found to contain sufficient instructions regarding assembly of the spacer with the inserter, spacer insertion into the disc space, and removal of the spacer from the disc space.